Event description:
It was reported that four months after implant of a stent in the left superficial femoral artery, the pt developed a high grade in-stent stenosis that resulted in claudication and walking impairment. Pta successfully treated the stenosis.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. This event is being reported because this device is the same or similar to one marketed in the united states PMA #p070014. The stent remains implanted. The investigation is currently underway. This user facility report involves the same pt as MFR report #9681442-2011-00037.